Event description:
This pt underwent a right total knee arthroplasty in 1996 and did well for approx 18 months. She began having increased pain along with a valgus deformity. She had pain on standing, ambulating and climbing stairs. She was admitted to this facility for a revision of the right total knee. Intraoperatively, synovitis was noted. The tibial-bearing insert displayed "polishing". This component was removed and replaced.